Event description:
It was observed that during the device evaluation, the camera head exhibited abnormality in the image, normal observation was not possible and failed the air leakage test. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause for the abnormality found in the image, the inability to perform normal observation, and the product failing the air-leak leakage test was traced due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.